Event description:
It was reported that an infection occurred. A vegetation was observed on the right atrial (ra) lead after a non-cardiac procedure. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).